Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was experiencing pain where the generator was placed. It was stated that it is so tender and sore if they put any pressure on it, they cry. The patient went to their healthcare provider, but they had no idea why they were having so much pain. It was recommended that they follow up with their healthcare provider to address their symptoms. Additional information was received on 2019-jan-21 from a health care professional. It was reported that they ¿turned their device off due to not working and went to ER to be evaluated.¿ it was noted that the patient is scheduled for removal. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.